Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 24mm in length, concentric target lesion was located in the non tortuous, non calcified and 3.5mm in diameter diagonal artery and left anterior descending artery. A 7f non bsc guide catheter was placed. After a choice guide wire crossed the lesion, a 24x3.50mm synergy¿ stent was advanced; however, the stent came off the stent delivery system balloon while inside the guide catheter. The device was removed en bloc with the guide wire and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent had moved distally on the balloon and the crimped stent was damaged along its entire length with overlapping and bunching of the stent struts at the distal section and stretching of the struts in the mid section. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. A hypotube kink was also identified within the strain relief section of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 24mm in length, concentric target lesion was located in the non tortuous, non calcified and 3.5mm in diameter diagonal artery and left anterior descending artery. A 7f non bsc guide catheter was placed. After a choice guide wire crossed the lesion, a 24x3.50mm synergy¿ stent was advanced however the stent came off the stent delivery system balloon while inside the guide catheter. The device was removed en bloc with the guide wire and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Complainant name and address: (B)(6). Device is a combination product.   (B)(4).   Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).